Event description:
Additional information was received that the patient met with his physician (B)(6) 2011. The patient was no longer getting stimulation in his left arm. He still had pain in the fourth and fifth digits on his left hand and had lost pain coverage in the proximate portion of his left upper body extremity. The internal neurostimulator (ins) was interrogated. The left lead was configured to maximum settings and the patient only received limited coverage. Most of the stimulation was achieved in his right upper extremity with the contralateral lead that had been implanted back in 2005. High impedances were found on electrodes 0 - 4 and the patient was reprogrammed where he got coverage on his right side, but minimal coverage on his left where he needs it. X-rays were taken and evaluated showing no lead fractures or disconnections from the ins. The x-rays did show the left lead had migrated causing decreased stimulation coverage in the proximate left arm. Various treatment options were discussed with the patient. The patient did not want to pursue a surgical intervention at that time and opted for battery operated warming gloves for the extremity pain in his left hand. If additional information is received a follow up report will be filed.

Manufacturer narrative:
Extension model # 748966 lot# nhu100214v implanted 2005-(B)(6) explanted unknown; extension model # 748966 lot# nhu100213v implanted 2005-(B)(6) explanted unknown; lead model # 3487a-33 lot # j0537698v implanted 2005-(B)(6) explanted unknown; lead model # 3487a-33 lot # j0537698v implanted 2005-(B)(6) explanted unknown; programmer model # 7435 lot # nft053903p.

Event description:
It was reported that the patient experienced a shocking or jolting sensation that radiated through his whole body. Also noted was stimulation in the wrong location. The issues occurred (B)(6) 2010 /(B)(6) 2011 - the patient was unsure of exact timeframe. The patient indicated that his device was checked in (B)(6) 2011 by a local representative, but he was never told if anything was wrong with the device. The patient saw his physician in (B)(6) 2011 and the physician told him that there was nothing further he could do for him regarding the stimulation. If the patient wanted the device explanted he would have to go to another site some distance away. If additional information is received, a follow up report will be sent.